Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported cardiac perforation and subsequent death remain unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturing ref: 3008452825-2020-00219. During a left atrial appendage occluder procedure, a perforation occurred and the patient expired. Transseptal puncture was difficult due to torturous vessel and a bruise was noted in the pericardium via an echocardiogram. It was not possible to determine where the bleeding was coming from and patient was transferred to surgery with a pericardial tamponade. The tamponade was stabilized with a puncture of the pericardium, but the patient expired during open heart surgery. The physician suspects the cause of death was due to a combination of previous illness and the pericardial effusion. There were no performance issues with any abbott devices during the procedure.